Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 400 mg/dl with extreme drowsiness and a small level of ketones associated with a power issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the battery cap was unable to be fully tightened to the pump and the battery compartment was cracked. This complaint is being reported because the patient allegedly experienced hyperglycemia due to intermittent power to their pump.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were multiple unexplained pump reboots observed in the black box history: (B)(4) 2014 at 10:19; deliveries resumed at 10:33, (B)(4) 2014 at 17:49; deliveries resumed at 18:01, (B)(4) 2014 at 13:44; deliveries resumed at 14:27. The battery compartment was cracked and contained evidence of moisture. The battery and cartridge caps were not returned, so test caps were used. A test battery cap was able to fully attach to the pump and used to complete a 24 hour duration test with no pump reboots duplicated. The total daily doses correctly added up and reflected the user¿s programmed basal rate. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump failed the leak test because of the battery compartment leak. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found. Unrelated to the original complaint, the display had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.